Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00230. The pt was implanted with two surgical leads on (B)(6) 2011. During a surgical procedure to replace his ipgs which had reached their expected end-of-life, one of the leads exhibited invalid impedances for two contacts, and the pt allegedly felt no stimulation through the lead. Effective stimulation for the pt was generated through the second lead and that device was connected to the new ipg. The non-functional lead remains implanted. It is unk from which lot the device in question originated; therefore, both lots are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.